Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that when putting batteries into the gz transmitter, the device would not power on, but the batteries would still warm up. Investigation summary: an exchange unit was sent to the customer, and the complaint device was returned for evaluation. During evaluation, the reported issue was duplicated, and the cause was determined to be a melted case and damaged battery terminals. In the operating manual for the gz-130pa, it states that the maximum temperature is 48°c (118.4°f). It is improbable for the casing of the telemetry device to melt during normal operation. It's more likely that the device was used in an unspecified manner at the customer's facility such as cleaning with an organic solvent or exposure to a source of high temperature. A review of the device's complaint history by serial number shows one similar report of the device not powering on in ticket (B)(4). However, this incident occurred at a different customer's facility, and the device was repaired prior to being sent as a refurbished exchange. Thuse, the events can be considered isolated incidents. Nihon kohden will continue to trend and monitor. Additional information: b4 date of this report d9 device available for evaluation? G3 date received by manufacturer g6 type of report h2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes h11 additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that when putting batteries into the gz transmitter, the device would not power on, but the batteries would still warm up.

Manufacturer narrative:
The biomedical engineer (bme) reported that when putting batteries into the gz transmitter, the device would not power on, but the batteries would still warm up. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that when putting batteries into the gz transmitter, the device would not power on, but the batteries would still warm up.